Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra meter was displaying an "ER 4" message. This complaint was classified based on the customer care advocate (cca) documentation. The pt alleged that the product issue began approximately a week before he contacted lfs. It is not known when the pt had tested last and what readings he was obtaining from the alleged meter prior to when the issue started. It is also not known if the pt had a back-up meter or if he discontinued testing his blood glucose entirely. The cca documented that the pt took oral medications to manage his diabetes (medication specifics not known). The pt did not mention if he made any changes to his usual medication, but he stated that he began to take less food/drink since the alleged product issue began. A "couple of days" after the reported issue started, the pt claimed that he developed symptoms of "excessive thirst, constant urination, and tiredness." The pt stated that he made an appointment to meet with his doctor on (B) (6) 2010 to seek an adjustment to his current medication. No form of acute medical intervention for diabetic complications was reported by the user. Per (B) (4), the cca documented that the pt was using the correct technique to test his blood glucose. The cca noted that the reported error message could not be resolved with a retest at the time of the call. Replacement meter and supplies were sent to the pt. This complaint is being reported because the pt claimed he was unable to test his blood glucose due to the alleged meter error message and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.